Event description:
Head does not align properly. The markings are off. Patient's outcome: no adverse event reported.

Manufacturer narrative:
Add'l lot #s: 678170 and 663640. Manufacturing date for lot 978170 is 11/2008. Manufacturing date for lot 663640 is not available at this time.